Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3387s-40, lot# va0tkv5, implanted: 2015 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708640, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3387s-40, lot# va0tkv5, implanted: 2015 (B)(6); product type lead. (B)(4). Final analysis of the extension (B)(4), revealed no electrical shorts were identified between the circuits.

Event description:
A healthcare professional reported via a manufacturing representative that the patient was in the office for device follow up and intermittent high impedance was noted. It was indicated that the extension was removed and new extension implanted and issue was resolved at the time of report. The indications for use for this patient were parkinson's dual and movement disorders